Event description:
Information was received from the consumer via a family/friend who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that it was not working and they needed to talk to the manufacturer representative (rep). The patient clarified and stated that the patient programmer was not working. The patient indicated the my stimulator controller used to increase or decrease stimulation "that kind of stuff works but it has not been working for so long that they said it quit working". It was noted that the patient had it on her back for 2 hours and it had not done anything. Requested to get the recharger for further troubleshooting but the caller stated they were going to call back when patient's son was with them because it was her son that helped them and they did not know how to make recharger work. Call back from the patient's son reported that they fully recharged the implant 2 days prior, however when he checked with the patient programmer they got call your doctor screen with power on reset (por) with "I" circle in upper left hand corner and stated that the patient still did not feel stimulation and was in pain. It was reviewed on how to clear the por and they were able to clear the por and turned stimulation back on and adjusted the ins. According to the son, the patient had set on adaptive stimulation upright. They also were reviewed on how to adjust with adaptive stimulation. Additional information received from the patient reported after recharging the stimulator, the stimulator needed to be "woke up in program".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.